Event description:
It was reported that the device posted an alarm during use and "did not operate normally". The users reportedly replaced the device in a controlled maneuver; no patient consequences have occurred.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures and did not provide further information upon request. A case-specific evaluation is thus not possible. The description of event "did not operate normally" may have to be interpreted as a significant restriction of primary operating functions and thus, this report is filed in abundance of caution. Further conclusions can't be made without inspection of the device or access to a log file covering the period in question, the error code the device reportedly posted during the course of event may have different root causes. It is recommended to have the device checked by trained service personnel.